Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced five kinked cannula events from (B)(6) 2025. Patients went to emergency room (ER) for 3 hours and eventually got hospitalized due to hyperglycemia on (B)(6) 2025. The event occurred after three or more hours of insertion. First infusion set was in use for 8 hours, second infusion set for 4 hours and others for average 5-6 hours. Insertion site was abdomen. The blood glucose level was 700 mg/dl at the time of event and the patient got treated with intravenous fluids of saline and insulin. Patient was not released from hospital. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4). Device 1 of 5.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Supplemental report 01 - (B)(4) - MDR 3003442380-2025-15127. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary - complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6010814 in question was manufactured at the reynosa site. Threshold analysis: a query was run on 02-oct-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal 6010814 the count of complaints is 1 which is below 3. No further statistical trending analysis is required. Device history record (DHR) review: the lot 6010814 was manufactured according to the work instruction (wi) version 120 and manufactured in the line li103 on 27-dec-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: no photo or physical sample was provided. In order to test the product, the returned sample(s) from the lot have been requested. Investigation process of the complaint was carried out in accordance with: wi guidance for visual test for complaints area version 3: on reference samples, 10 samples out 10 samples passed the test. Wi guidance for functional testing for complaints area version 2: on reference samples, 10 samples out 10 samples passed the test. All test results were within specifications as per the test report (B)(4). Conclusion summary of complaint investigation: as a result of the following: no physical samples were returned. No defect on tests for reference samples, no non-conformance (nc) raised during production unrelated to complaint code, two complaints in thresholds identified for the lot in question and serious injury/death, no further actions are required. As a result of the post market surveillance activities, this complaint has been evaluated as a type 4 (escalated to CAPA): this is a complaint which is being addressed as part of a corrective and preventive action (CAPA) 1768101 autosoft 90, kinked soft cannula issues which has been opened as result of trending activities.